Manufacturer narrative:
Additional manufacturer narrative: a1. Patient identifier.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device(s) was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. Presentation date was (B)(6) 2019. No actual event date was provided. Therefore, date of event is an estimate based on presentation date.

Event description:
A retrospective examination of 40 vascular access forearm loop cases between january 2015 and october 2018 was presented at the 47th annual meeting of the japanese society for vascular surgery: ¿comparison and examination of the gore® propaten® vascular graft (propaten) and gore® acuseal vascular graft¿ (acuseal). The propaten group was 16 cases (40%), and acuseal group was 24 cases (60%). The average observation period was 7.3 months ± 8.8 months for propaten, and 10.8 ± 6.7 months (p=0.06) for acuseal. The average age was 70.7 ± 12.3 years old for propaten, and 66.3 ± 11.1 years old (p=0.34) for acuseal. There were no early complications. In the propaten group, steal syndrome was identified in one patient, thus, additional banding was performed.